Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was found that the cartridge was being overfilled. Prior to the call, the customer loaded a new cartridge successfully and received an accurate fill estimate.